Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3 and h10. H10: customer sent 10 opened and decontaminated samples which were evaluated and no problems were found. In addition molded components from customer submitted samples were dimensionally inspected and no issues were found. However during the DHR investigation it was found a ncmr 19-2862 in the sub-assembly 65-4424a ( misty max 10 jet), this ncmr was generated since a pin was broken in the mold cavity 30, therefore the defect reported by the customer could be confirmed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: the device history record (DHR) review did not show any deviations to manufacturer specification. For functionality failure, it is imperative to receive a sample to duplicate the failure as described.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the airlife misty max 10¿ nebulizer are often defective. According to customer they have to open the unit and replace the blue inner piece. There is a risk of contamination during this manipulation and often it does not work anymore. Additionally, the treatment can last up to 40 minutes, when it should usually take 5-10 minutes. The customer confirmed that there was no patient harm associated with the reported event.